Event description:
A discordant, falsely low result was obtained for sodium (na) on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher than the initial result. The sample was flagged with a delta check, indicating that the result did not align with results previously obtained for the same patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant na result. The customer replaced the sensor. The customer stated that no errors were flagged at the time of low result and quality controls were acceptable. The customer performed precision testing on na, which was acceptable. The ccc specialist discussed the sample handling and the possibility of fibrin in the sample with the customer. The customer did not obtain any other low results. The cause of a discordant, falsely low na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.